Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead dislodged within two days of being implanted. It was further reported that there was an impedance decrease. The lead was explanted and replaced. No patient complications have been reported as a result of this event.